Event description:
Our affiliate is reporting that during an arthroscopic knee repair the surgeon experienced some issues with the use of the rigidfix system. At the point of inserting the guide sleeves from the cross pin kit and drilling the pin holes, the surgeon was not satisfied with their positioning; he then attempted to remove the guide sleeves. A portion of the distal tip of one of the two sleeves broke off into the condyle. The surgeon made attempts to retrieve the fragment, however, was unsuccessful. The fragment remains buried there in the bone. The surgeon then employed another cross pin kit, repositioned, and drilled 2 additional holes into the bone. Again, the surgeon had the same experience; a portion of the distal tip of one of the 2 guide sleeves broke off into the condyle. The surgeon made attempts at retrieving this fragment and was successful. The whole process for the procedure was extended by 90 minutes because of this. The surgeon resorted to using a competitor's device for fixation (smith & nephew endo button). The procedure was concluded successfully without further issue or harm to the patient. Also see associated MDR 1221934-2010-00077.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had is had and thoroughly investigated and evaluated. Those results will be the subject matter in a follow-up report.